Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was suspected that the patient had an infection as their white blood cell count was up ¿a little bit¿ and an MRI of the c- and t-spine. On follow up it was noted that the patient¿s physician was going to schedule a procedure to explant the implantable neurostimulator (ins) system ¿just to be safe¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.